Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware error. Patient was advised to restart device. At the time of the call patient reported being in fine condition.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported hardware error icon.